Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, an opening on anterior, wear abrasion, and white particles in shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve and a striated opening on anterior. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A striated opening on anterior assessed as surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.